Event description:
It was reported that when the device was used during an open rectum procedure, it did not staple correctly during the procedure. The staples stayed open. The procedure was finished normally with a new, like device. There was no consequence for the pt.